Event description:
It was reported that a revision surgery was performed due to pain and loosening.

Manufacturer narrative:
There was evidence of bone cement and interdigitation on the returned tibial tray and femoral component grit blasted surfaces. The bone cement was well bonded and no signs of loosening were observed with the application of force. The edges of the tibial baseplate and femoral component showed scratching and gouging, which were most likely sustained during removal. Based on the visual examination no damages on the components that could cause knee pain or instability were noticed.

Manufacturer narrative:
.